Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) reporting the anomaly appears to have occurred through product use. No patient harm reported.

Manufacturer narrative:
Device analysis for the recharger revealed the connector was stuck. The desktop charger pins had to be removed from the recharger connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the cable connector of the recharger was damaged, the ins could not be charged. No x-ray images were available. It was unknown if there were any external factors that contributed to the event. Troubleshooting was performed on the day of this report. A telemetry was performed with both the old recharger and the new recharger. A telemetry with the clinician programmer was performed as well. All those telemetries were impossible. A recovery for discharge was performed 2 sets (60 minutes twice). However, neither power on reset (por) nor normal charging screen was not displayed. The action taken to resolve the issue was the damaged cable connector was replaced with a new one. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that neither the ins or recharger were overdischarged. A recovery process from ¿overcharge¿ was tried on the recharger as troubleshooting. No additional actions or interventions were taken. It was considered that the replacement resolved the issues as no further issues have been reported.